Event description:
Info rec'd indicates the center arm of the siderail is broken, preventing the siderail fro latching.

Manufacturer narrative:
The siderail center arm assembly was sent to the account to repair the bed.